Event description:
Alleged the motor capacitor vented, caught fire and generated black smoke. No injury was reported.

Manufacturer narrative:
The technician investigated and found the head motor electrolytic capacitor was damaged and the capacitors inner compound has spread onto the main circuit board, hi/low drive channel and head drive assembly. The facility is going to replace all of their electrolytic type capacitors. In 1990, hill-rom started using dry film polypropylene capacitors on our electric beds instead of electrolytic capacitors. Technology advancements at the time in dry film polypropylene capacitors corrected the age old problem in the electrolytic type, which if subjected to continuous running would overheat, build up pressure and eventually vent causing smoking and an obvious smell expelling into the room. In some cases, when not venting properly, the capacitor would force the end cap loose with a loud noise. In 1991, hill-rom, to continually improve the performance of our products, made our customers aware of the change in capacitors used on our electric beds and encouraged the replacement of the electrolytic capacitor with the polypropylene capacitors.